Event description:
It was reported, the packaging was damage and the device displayed elective replacement indicator (eri) results. Consequently, this device was not clinically used for an implant attempt. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B) (4): the device was not discarded and, hence, will not be returned for analysis. Further investigation is not possible without the device.